Manufacturer narrative:
This report is for one unknown 2.7mm locking screw. Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The subject device was still implanted in the patient as of the date of this report. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient fell and fractured his third metacarpal immediately distal to a locking compression plate (lcp) wrist fusion plate, originally implanted on an unknown date. It was reported that the forth (2.7mm) locking screw was noted to have backed out of the fourth locking hole in the plate; secured to the capitate. The plate implanted in the patient's wrist appeared intact; not broken. This was noted in an x-ray taken on (B)(6) 2016. The patient is currently healing from the fracture. It is uncertain if a revision surgery will be performed. This report is for one unknown 2.7mm locking screw. This report is 1 of 2 for (B)(4).